Event description:
It was reported to philips that the system did not start up. The system was not in clinical use. No harm has been reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the flexvision monitor only displayed two lines and the monitors in the control room only displayed 00:00. The user performed a warm and cold restart but the issue remained. A philips service engineer inspected the system onsite and confirmed the issue. The reinstallation of the software on the flexvision pc did not resolve the issue. Analysis of the system logfile revealed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Both the frontal and the lateral channels were not working when the system software stopped at 00:00. Per the customer request, a workaround solution was performed to allow the customer to still use the frontal channel. The service engineer requested a replacement of the flexvision pc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.